Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient with an implantable pump for an unspecified indication for use. The drug administered at the time of the event was not specified. The patient¿s current pump was currently administering the following medications: clonidine with concentration 140 mcg/ml at a dose rate of 56 mcg/day, bupivacaine with concentration 10 mg/ml at a dose rate of 4 mg/day, and dilaudid with concentration 15 mg/ml at a dose rate of 6 mg/day. It was reported that the patient¿s legs felt like they were heavy the first time when their catheter was primed years ago. The date of the event was not specified (day, month, and year unknown). It was further noted that the patient¿s surgeon told him he must have miscalculated his catheter volume. No further patient complications have been reported as a result of this event.